Manufacturer narrative:
Results: 100 unused samples were returned for evaluation. These samples were forwarded to product engineering, but at this time the evaluation has not yet been completed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6145852 and no ncmrs are currently open for any component of this product. Conclusion: an absolute root cause for this incident has not yet been determined. There were no issues identified in the DHR review and the product engineering team is still in the process of evaluating the returned samples. Upon completion of the investigation, a second supplemental report will be filed.

Manufacturer narrative:
Results: 100 unused samples were returned for evaluation. A clinical investigation of twenty customer samples was conducted for this incident. Blood samples were collected from two employee donor into twenty tubes from the incident lot. Also, one tube control lot tube (reorder # (B)(4), lot # 6343826, exp. 12/31/2017) was collected from each donor. Standard venipuncture techniques with a bd vacutainer® push button blood collection set (reorder # (B)(4), lot # 6342801, exp. 11/30/2018) were employed. Ten tubes were collected in a stopper down (donor-1) orientation and the other ten incident lot samples were collected in a stopper up (donor-2) orientation. Immediately after filling, the samples were mixed by eight complete inversions. The tubes were visually inspected for blood pooling within the stopper well. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. For donor 1, it was observed three customer sample tube stoppers appeared to contain excessive amounts of blood pooling within the stopper well. Please note while performing the donor venipuncture procedure after removing tube # 4 from the holder and while inverting a droplet of blood was splattered onto the phlebotomy donor supply table. For donor 2, it was noted three customer sample tube stoppers appeared to contain excessive amounts of blood pooling within the stopper well. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6145852 and no ncmrs are currently open for any component of this product. Conclusion: although bd was to duplicate the customer's indicated failure mode during the clinical evaluation, an absolute root cause for this incident was not determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood pooled on the outside of a 13 x 100 mm 3.5 ml bd vacutainer barricor lithium heparin plasma blood collection tube. As a phlebotomist was collecting additional tubes and trying to invert the tube at the same time, blood entered the phlebotomist's mouth. Both the source patient and phlebotomist received post exposure lab work. The source patient tested negative for any blood borne pathogens.

Manufacturer narrative:
Remedial action required: CAPA (B)(4) was initiated to determine the root cause associated with barricor blood pooling in the stopper well and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Manufacturer narrative:
Additional information: a summary of the CAPA (B)(4) investigation results are as follows: the complaints received for the barricor tube indicate a higher amount of blood in the stopper well than observed for other bd pas evacuated blood collection tubes. Historically, blood pooling has had a low frequency of complaints in bd pas tubes. Stopper material, draw orientation, needle type (wingset or straight needle) and needle gauge were identified as key factors contributing to increased blood pooling during the investigation. High speed examination of the needle removal from the stopper demonstrated that the barricor stopper material is slow to reseal upon needle removal. Material investigation confirmed a relationship between blood leakage and stopper material elasticity; the barricor tubes stopper material elasticity/stress relaxation properties result in slower resealing (upon needle removal) than in stoppers for other bd pas tubes. As a result, when the barricor tube is collected in the horizontal or stopper down orientations, blood is able to leak out of the stopper. It should be noted that the instructions for use (IFU) for the barricor tube recommends samples be collected in the stopper up orientation and also states that the top of the stopper may contain residual blood after collection. The design verification/validation testing did not consider use error with regards to tube orientation during collection as testing was conducted according to the instructions for use. Barricor tubes will be updated to offer a different stopper, which has been used in other bd pas tube families and is associated with a very low frequency of blood pooling historically. Bd pas will also incorporate foreseeable misuse conditions for tube orientation into testing of the barricor tube with the different stopper.